Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, upon opening the package the catheter was coated in a white substance. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed of. There is an image attached that evidence the issue.

Manufacturer narrative:
The device was not returned to our post market quality assurance laboratory. Imaging provided by the fields made it possible to observe the device with white material which is potential adhesive.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, upon opening the package the catheter was coated in a white substance. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed of.